Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify the plaintiff did not undergo an essure confirmation test". The patient's medical history included adenomyosis. Concurrent conditions included migraine, headache, vomiting, labor pain, polymenorrhoea, dysfunctional uterine bleeding, allergic reaction to analgesics, bloating, uterine fibroids, hyperplasia, carcinoma, leiomyoma, follicular cyst of ovary, paratubal cyst, dysfunctional uterine bleeding, nabothian cyst and endometriosis. Concomitant products included cefotetan disodium (cefotan), famotidine, ibuprofen, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), sulfamethoxazole;trimethoprim (motrin) and tramadol. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingoophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion in 2009 or 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Concerning the injuries reported in this case, the following one were described in patients medical record: dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs& mr received reporter information was added. Case become incident injury nos replaced by new event added vaginal bleeding, menorrhagia, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, weight gain, abdominal pain, device monitoring procedure not performed. Severity added abdominal pain and outcome added event vaginal bleeding, menorrhagia, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Concomitant drugs and medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.